Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the left common femoral artery via a 6f sheath prior to an impella coronary intervention procedure. Reportedly, the knot of the first proglide was pushed down. The knot of the second proglide was being pushed down when the patient suddenly lifted his leg really high and the suture of the second proglide broke. Another proglide was deployed; however, hemostasis was not fully achieved with the sutures of both proglide devices (sutures of the first and third proglide). A 14f sheath was put back in to temporarily achieve hemostasis and cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.